Event description:
(B)(6) / per the safety report: stent prepped as normal, stent deployed in vessel. Stent deployment balloon being removed. Stent deployment system shaft elongated at end. Missing tip. Tip and balloon noted to be in descending aorta and migrated to left leg vessels. Attempted removal with snare. The identified piece was removed using the snare. Procedure completed and patient stable / product details: boston scientific.